Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had label lift off/partial peel off. The following information was provided by the initial reporter: "before use this batch, the customer found many tubes have label lift issue. Affect qty: 3000ea."

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had label lift off/partial peel off. The following information was provided by the initial reporter: "before use this batch, the customer found many tubes have label lift issue. Affect qty: (B)(4) ea."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10